Manufacturer narrative:
The biomedical engineer reported that they are having issues with patient names switching to different beds while using the central nurse's station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that they are having issues with patient names switching to different beds while using the central nurse's station (cns).

Event description:
The biomedical engineer reported that they are having issues with patient names switching to different beds while using the central nurse's station (cns).

Manufacturer narrative:
(B)(6) reported on (B)(6) 2018 that their pu-621ra s/n (B)(6) was having issues in that the patients' names would switch beds. Service requested: troubleshooting. Service performed: multiple attempts were made by technical support to contact customer for further troubleshooting and resolution of issue, however the customer was unresponsive. Investigation result(s): a minimum of three attempts were made to contact customer for details regarding their pu-621ra issue. The customer was unresponsive. Investigation will continue using available information within the complaint record. The device serial number record shows that there have been no further/previously reported incidents nor servicing for "patient names switching." A notification for pu-621ra s/n (B)(6) was generated on (B)(6) 2019 for a separate issue; indicating that the "patient names transferring" issue was resolved internally at the customer's facility. The root cause of the issue could not be identified due to lack of provided information by the customer and being unable to obtain the unit for proper investigation/evaluation. Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA, or other suspected defects. Query "pu-621ra names" for similar tickets 2017 and later found only one similar ticket. There is no suspected adverse trend and there is no indication of design deficiency. Possible cause of the issue is incorrect ip addressing/duplicate ip scheme. This complaint record can be qa closed. Correction: f9. Approximate age of device: incorrectly calculated. G4. Date received by manufacturer: should be 06/06/18 not 07/09/2018 as listed on MDR initial report.